Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The provided log file, as well as a log file extracted from the returned system controller during testing (serial number (B)(6)) collectively contained data spanning approximately 6 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed on (B)(6) 2023 at 17:52 due to the current in that line being below the alarm threshold for ~2 seconds. The alarm latched per design while the fault on the power a line intermittently cleared and reactivated; the alarm was manually cleared at 19:39 that same day. No other notable events were observed. The driveline power fault alarm did not reoccur throughout the data recorded from the patient¿s new system controller (serial number (B)(6)). The returned system controller was observed to have fluid ingress within its driveline connector upon arrival. The fluid appeared most prominent around the pins correlating to both of the driveline¿s power lines. The controller was functionally tested alongside the returned modular cable (lot number 7505518, evaluated separately). Atypical alarms were unable to be reproduced throughout testing, and the controller and modular cable operated a mock loop as intended. Although the reported alarm was not reproduced, the fluid ingress within the driveline connector/modular cable connector could have caused the reported driveline power fault alarm to occur. The root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
Related manufacturer reference number: 2916596-2023-06245. It was reported that the patient was about to perform a driveline dressing change when their driveline power fault wrench came on. It was noted that there was no damage to the modular cable. The log files confirmed driveline power a faults on (B)(6) 2023. The alarm was cleared and the second set of log files from (B)(6) 2023 on the new controller and modular cable showed that the driveline power fault alarm did not return. It was also noted that the data from the driveline sense appeared to be normal.